Event description:
It was reported that the patient's right atrial (ra) lead exhibited low pacing impedance measurements. The lead was explanted and replaced. The patient was discharged with no adverse consequences.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited low pacing impedance measurements. The lead had also exhibited noise resulted in inappropriate mode switch episodes.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high pacing impedance measurements. The patient had no adverse consequences.